Manufacturer narrative:
Initial reporter occupation is a lay user/patient. The meter and test strips were requested for investigation. The meter and strips have been requested for return, however, the test strips are no longer available to return. If the product is returned in the future, a follow up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek vantus meter serial number (B)(4) compared with laboratory test using neoplastin stago reagent. The result from the meter at 12:48 pm was 3.0 inr. The result from the laboratory at around 1:30 pm was 2.2 inr. The patient¿s therapeutic range is 2.0-3.5 inr.